Event description:
Caller reported patient blood glucose results of 91 mg/dl on compact plus system 1, 50 mg/dl on compact plus system 2 within less than 10 minutes later. Reported no adverse event relative to discrepancy. Caller did not know if there was treatment given , but patient went to the hospital in the ambulance. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
This medwatch is for compact plus system 2. Please see medwatch with (B)(4) for report on compact plus system 1.

Event description:
The facility reported a flo-gard infusion pump with failure code 49, which interrupted delivery during patient therapy. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.